Event description:
It was reported that ballooon rupture occurred. The target lesion was located in the coronary artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with a different device. No patient serious injury nor complications were reported.